Event description:
The patient experienced multiple in-stent restenosis (isr) of previously implanted cypher stents in the distal left anterior descending artery prior to the index procedure. During treatment of an isr, a dissection occurred. Approximately seven months post index procedure, the patient returned and a follow-up angiogram revealed an in-stent restenosis of the cypher study stent. The patient is a (B)(6) female who was enrolled in (B)(4) study. The patient has a medical history of pci x4, angina, hypertension, and allergy to iodine. The reason for intervention was unstable angina and a restenosis of a des in the distal lad. In 2006 the patient underwent stenting of the distal left anterior descending artery (lad). Two cypher stents (cat and lot numbers unknown) were placed. On (B)(6) 2007 an in-stent restenosis (isr) was discovered in the distal lad. The restenosis was noted mostly between the two previously placed cypher stents. The restenosis was treated with a taxus 2.5x12mm des. Approximately a year and a month later ((B)(6) 2008), an isr was observed as the proximal edge of the distal lad that was treated with a taxus 2.5x12mm des. A proximal edge dissection occurred with post-dilation, requiring a second taxus 2.5x12mm to be placed.

Manufacturer narrative:
Ten months later, a 90% isr was discovered in the distal lad and was treated with a xience 2.75x18mm des. De novo disease was also noted proximal to all previously placed distal lad stents. The junction of the mid/distal lad was treated with a xience 3x28mm des; but the stent did not completely cover the proximal edge of lesion, requiring additional xience 3x8mm to be overlapped (well into mid lad). Approximately a year and three months later, the index procedure took place. Angiography showed an isr of the mid/distal lad. There was also noted progression of mid lad disease into proximal lad. A cypher (cxs13300 / lot 15120197) stent was successfully placed in the proximal lad with the distal edge of stent overlapping the proximal aspect of the previously placed mid lad stent. The stent was post-dilated. There was 0% residual stenosis remaining. The restenosis in the distal lad was treated with balloon angioplasty only. The procedure was successfully completed. The patient was discharged the next day. The following day the patient presented to the ER with chest pain, tightness, and pressure. The severity of the event was considered mild. The event was medically managed. Approximately seven months post index procedure, the patient returned and a follow-up angiogram revealed an in-stent restenosis of the cypher stent that was placed in the mid lad. The restenosis was treated with balloon angioplasty only. The event was evaluated and determined to be unrelated to the index procedure and probably related to the cordis stent. Concomitant devices: 3.00 x 10mm balloon, taxus 2.5x12mm x2, xience 2.75x18mm, xience 3x28mm, xience 3x8mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2010-00467, 3003742446-2010-00468, and 3003742446-2010-00469.

Manufacturer narrative:
The cec adjudication minutes were received and reviewed. The adjudication committee agrees with arc [peri-procedural mi] related to device and procedure for troponin greater than baseline. The complaint conclusion has been updated to include the myocardial infarction (mi). Information was received via the (B)(4) study that the patient experienced multiple in-stent restenosis (isr) of previously implanted cypher stents and non-cordis stents in the distal left anterior descending artery prior to the index procedure enrollment into the (B)(4) study. In addition, during treatment of an isr prior to the index procedure a dissection occurred. The patient also experienced a peri-procedural myocardial infarction during the index procedure, per arc definition. Two days after the index procedure, one day after discharge, the patient returned with chest pain which was medically managed. Approximately seven months post index procedure the patient returned and a follow-up angiogram revealed an in-stent restenosis of the cypher study stent. The patient is a (B)(6) female who was enrolled in the (B)(4) study with a medical history of percutaneous coronary intervention (pci) x4, angina, hypertension, and allergy to iodine. The reason for intervention was unstable angina and a restenosis of a des in the distal left anterior descending (lad) artery. The distal lad had been treated with two unknown cypher stents four years prior to index (B)(4) study enrollment. In the next calendar year, an isr was discovered in the distal lad. The restenosis was noted mostly between the two previously placed cypher stents. The restenosis was treated with a taxus 2.5x12mm des. Approximately thirteen months later, an isr was observed at the proximal edge of the distal lad that was treated with a taxus 2.5x12mm des. A proximal edge dissection occurred with post-dilation, requiring a second taxus 2.5x12mm to be placed. Ten months later, a 90% isr was discovered in the distal lad and was treated with a xience 2.75x18mm des. De novo disease was also noted proximal to all previously placed distal lad stents. The junction of the mid/distal lad was treated with a xience 3x28mm des; but the stent did not completely cover the proximal edge of lesion, requiring additional xience 3x8mm to be overlapped (well into mid lad). Approximately a year and three months later, the index procedure took place. Angiography showed an isr of the mid/distal lad. There was also noted progression of mid lad disease into proximal lad. A cypher (cxs13300 / lot 15120197) stent was successfully placed in the proximal lad with the distal edge of stent overlapping the proximal aspect of the previously placed mid lad stent. The stent was post-dilated. There was 0% residual stenosis remaining. The restenosis in the distal lad was treated with balloon angioplasty only. The procedure was successfully completed. The post-procedure troponin was 0.04 (unl 0.01), this event was adjudicated to be a peri-procedural mi. The patient was discharged the next day. The following day the patient presented to the ER with chest pain, tightness, and pressure. The severity of the event was considered mild. The event was medically managed. Approximately seven months post index procedure, the patient returned and a follow-up angiogram revealed an in-stent restenosis of the cypher stent that was placed in the mid lad. The restenosis was treated with balloon angioplasty only. The event was evaluated and determined to be unrelated to the index procedure and probably related to the cordis stent. The stents remain implanted and therefore are not available for analysis. The lot numbers of the cypher stents implanted prior to the (B)(4) index procedure are not known; therefore a device history record review cannot be completed. Peri-procedural mi is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. The relationship of the cypher stents to the dissection that occurred during treatment of the isr with a non-cordis stent cannot be determined. There is no indication of any device manufacturing issues related to the dissection. Procedural factors and vessel/lesion characteristics may have contributed. Therefore, no corrective actions will be taken. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The act of coronary stenting in a long lesion and restenosed lesions is associated with a low success rate and a high incidence of target vessel revascularization. Based on the report of multiple reoccurring restenosis, it appears that patient and vessel/lesion factors and possible procedural factors likely contributed to the events. There is no indication of any device manufacturing issues related to the multiple reports of restenosis. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2010-00467, 3003742446-2010-00468, and 3003742446-2010-00469.

Manufacturer narrative:
The patient is a (B)(6) female who was enrolled in the (B)(4) study with a medical history of percutaneous coronary intervention (pci) x4, angina, hypertension, and allergy to iodine. The reason for intervention was unstable angina and a restenosis of a des in the distal left anterior descending (lad) artery. The distal lad had been treated with two unknown cypher stents four years prior to (B)(4) study enrollment. In the next calendar year, an isr was discovered in the distal lad. The restenosis was noted mostly between the two previously placed cypher stents. The restenosis was treated with a taxus 2.5x12 mm des. Approximately (B)(6) months later, an isr was observed at the proximal edge of the distal lad that was treated with a taxus 2.5x12 mm des. A proximal edge dissection occurred with post-dilation, requiring a second taxus 2.5x12 mm to be placed. (B)(6) months later a 90% isr was discovered in the distal lad and was treated with a xience 2.75x18 mm des. De novo disease was also noted proximal to all previously placed distal lad stents. The junction of the mid/distal lad was treated with a xience 3x28 mm des; but the stent did not completely cover the proximal edge of lesion, requiring additional xience 3x8 mm to be overlapped (well into mid lad). Approximately (B)(6) later, the index procedure took place. Angiography showed an isr of the mid/distal lad. There was also noted progression of mid lad disease into proximal lad. A cypher ((B)(4)/ lot 15120197) stent was successfully placed in the proximal lad with the distal edge of stent overlapping the proximal aspect of the previously placed mid lad stent. The stent was post-dilated. There was 0% residual stenosis remaining. The restenosis in the distal lad was treated with balloon angioplasty only. The procedure was successfully completed. The patient was discharged the next day. The following day the patient presented to the ER with chest pain, tightness, and pressure. The severity of the event was considered mild. The event was medically managed. Approximately (B)(6) months post index procedure the patient returned and a follow-up angiogram revealed an in-stent restenosis of the cypher stent that was placed in the mid lad. The restenosis was treated with balloon angioplasty only. The event was evaluated and determined to be unrelated to the index procedure and probably related to the cordis stent. The stents remain implanted and therefore are not available for analysis. A review of the manufacturing documentation associated with the lot corresponding to the cypher stent placed at cypress index procedure presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. The relationship of the cypher stents to the dissection that occurred during treatment of the isr with a non-cordis stent cannot be determined. There is no indication of any device manufacturing issues related to the dissection. Procedural factors and vessel/lesion characteristics may have contributed. Therefore, no corrective actions will be taken. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The act of coronary stenting in a long lesion and restenosed lesions is associated with a low success rate and a high incidence of target vessel revascularization. Based on the report of multiple reoccurring restenosis, it appears that patient and vessel/lesion factors and possible procedural factors likely contributed to the events. There is no indication of any device manufacturing issues related to the multiple reports of restenosis. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2010-00467, 3003742446-2010-00468, and 3003742446-2010-00469.